Event description:
It was reported that the subject device had an image disappeared during the examination. The issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna). A delay was reported, and the procedure was completed with the same device. There were no reports of adverse events and no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected fields: g2, g4 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.